Event description:
It was previously reported that the patients ipg was explanted. After further investigation, the patients ipg was not explanted. It is still currently implanted and working for the patient.

Manufacturer narrative:
D6b - date of explant removed.

Event description:
Additional information was received that indicates surgical intervention took place. The ipg was explanted and replaced. Therapy restored. Related manufacturer reference number: 1627487-2023-01237.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patients ipg is nearing end of life. Surgical intervention may take place at a later date to resolve the issue.